Event description:
It was reported that there was a lead warning due to low impedance on the right ventricular (rv) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4068 implantable pacing lead implanted: 1999 (B)(6). (B)(4).